Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a inguinal ganglion procedure, the clip did not tighten and hold. A manual suture was done to complete the procedure.